Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
The lead was returned without a reported event. As received, a partial lead was returned in two portions for analysis. Visual inspection of the lead found a full breach insulation degradation exposing the outer coil adjacent to the connector boot and an external insulation abrasion breaching the outer insulation and exposing the outer coil consistent with friction to another device located in middle region of the lead on the connector portion (a). Electrical testing that could be measured did not find any indication of conductor fractures but did find an internal shorts consistent with procedural damage on the distal portion (b). All other damages found are consistent with procedural damage.